Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) had a position change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post-implant the leadless implantable pulse generator (ipg) exhibited high thresholds. It was noted that the patient experienced ventricular tachycardia. The leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.